Manufacturer narrative:
(B)(4). Pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment was broken; a large chunk was missing from the compartment and a black o-ring was missing. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to identify the cause of the damage. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.